Event description:
This rv lead was implanted on (B)(6) 2002. During device changeout on (B)(6) 2011 a lead repair kit was used to repair an insulation compromise on the svc leg above the yoke. No adverse events. The chronic lead will continue to be used with the svc coil removed from the shocking vector. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).